Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed to close. A field service engineer found the drawer rails difficult to close, and the site had forced the drawer closed, resulting in a broken retractor band, replaced both rails and the retractor band, reseated all cables and wires, and rebooted the system. Verified proper operation using the hardware test application and successfully completed all tests, launched the application, confirmed customer access to station without issues, and tested overall functionality, which was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 was not close and recovered the storage space, the drawer was off track. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.